Manufacturer narrative:
Device evaluation summary: one cadd legacy 6500 pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in good physical condition with scratched screen. Functional testing included use testing. The device was started in application problems were found with the device double beeping with a cassette attached. The customer's reported problem was able to be duplicated. Based on the evidence, the complaint was confirmed. The root cause was attributed to the faulty downstream sensor.

Event description:
Information was received indicating that this cadd legacy plus gave "no disposable " alarm. It was reported that there was no patient involvement during the event.